Event description:
Customer received an emergency call on (B)(6) 2014 and dispatched an ambulance helicopter. After 26 minutes, the ambulance crew (physician and nurse) arrived on scene to find a (B)(6) female patient with pulmonary embolism. The patient had cardiac pulmonary arrest (cpa) prior to the crew's arrival. The crew deployed the autopulse platform. After a few minutes, the platform displayed a "low battery" message. The battery was swapped with a spare battery. After this, the crew paused the platform for a rhythm check and then attempted to restart compressions by pressing the "start/continue" button. However, the platform did not restart. The crew powered the device off and then back on 4 times. Each time the platform was powered back on, compressions were resumed. After that, the platform continued compressions for the duration of transport to the hospital, which was 10 minutes. The patient did not achieve return of spontaneous circulation (rosc) during transport. Customer reported that the patient was hospitalized on the ninth day due to the reported pulmonary embolism. The physician did not attribute the patient's hospitalization to the use of the autopulse. No further information was provided.

Manufacturer narrative:
The crew noted that during the morning shift check, the platform's battery charge status indicated that the battery was fully charged. The product in complaint was returned to zoll on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: 3003793491-2014-00071 for autopulse resuscitation system model 100 with sn: (B)(4); 3003793491-2014-00073 for autopulse nimh battery with sn: (B)(4); 3003793491-2014-00074 for autopulse nimh battery with sn: (B)(4).